Event description:
A patient experienced cardiac arrest after anesthetic induction. The patient also had severe mental retardation, lennox-gastaut syndrome, malformation of the cortical development, and chronic global static encephalopathy. The patient was undergoing an elective surgery (not related to vns) under general anesthesia, which was induced by inhalation with 100% oxygen and sevoflurane. An IV line was inserted, and the patient was administered propofol 60 mg, fentanyl 150 ug, and vecuronium 3 mg. Two minutes after the anesthesia was administered, the patient's heart rate started declining from 80 bpm to <20 bpm, which degenerated into asystole. The patient was intubated, and glycopyrrolate 1 mg and atropine 0.8 mg were given intravenously. Chest compressions were performed for approximately 30 sec, and the heart rate gradually returned to sinus rhythm of 70-80 bpm with blood pressure 80/45 mm hg. Ephedrine 10 mg was given at that time, and no other pharmacologic interventions were needed. Because the event was considered iatrogenic, the decision was made to proceed with surgery. The remainder of the intraoperative course was uneventful, and the patient recovered from anesthesia without any adverse sequelae. The physician believed the bradycardia and asystole were caused by a combination of the vns stimulation and the anesthesia that was administered. Attempts for further information were unsuccessful to date.